Manufacturer narrative:
Device eval summary: device eval of monitor sn (B)(4) has been completed. The reported problem (blank screen) has been confirmed. Upon eval, it was found that the flash memory chips (components u102 and u105) were corrupt and needed to be replaced. The root cause of the defective flash memory cannot be positively identified. No adverse event resulted form the corrupt memory. The pt received a replacement monitor.

Event description:
The mother of a (B)(6) yr old male pt contacted zoll customer support to report that the pt's monitor screen goes blank shortly after inserting a battery. The pt was issued a replacement monitor.